Event description:
This case was reported by a consumer and described the occurrence of neurological problems in a female pt who received double salt denture cleanser (B)(4) (polident) cream for an unk drug indication. A physician or other health care professional has not verified this report. On an unk date, the pt started double salt denture cleanser (B)(4) (unk). At an unk time after starting double salt denture cleanser (B)(4), the pt experienced neurological problems. The reporter considered the event as clinically significant or requiring intervention. At the time of reporting, the outcome of the event was unk.

Manufacturer narrative:
Polident cream is distributed as super poligrip in the united states, and neither the product nor lot number for this product is available. (B)(4).